Event description:
It was reported that during a colon resection procedure, the stapler got stuck on tissue. The surgeon broke the back of the device to remove it. They used a new device to complete the procedure. There was no patient consequence.